Manufacturer narrative:
After further review of the complaint, it was determined sections was filled out incorrectly in the initial complaint. The device was reported as an insulin pump however, the correct device is a reservoir. The customer did express the device had malfunctioned but did not contribute to a reportable serious injury.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of high readings and occlusion. The customer's blood glucose reading was 315 mg/dl. The customer was assisted with performing 5.0 unit fixed prime. The customer stated that insulin exited during manual prime. The product will not be returned for analysis.